Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that "ultrasound not working". Event details and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was not able to confirm the reported event. The company service representative found the system to functionally exhibit no problems. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to functionally exhibit no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).